Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 (should remain blank). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is surmised that e315 was displayed because maj-1430 videoscope cable was connected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus to be evaluated. The customer resolved the reported issue by removing the videoscope cable during trouble shooting. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the video system center, a e315 communication error was displayed. The user reported that several scopes were tried with the same error. There were no reports of patient harm or impact associated with this event.